Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for a sheath and locator connection issue. Without a sample, the exact root cause cannot be determined. The likely root cause may be related to corrective and preventative action (CAPA) investigations. CAPA investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Non-conformances reports (ncr) and capas have been noted for this issue in the past 12 months.

Event description:
The user facility reported that the involved angio-seal device dilator would not snap into the sheath. The device separated as it was advanced over the wire. This happened twice. A 3rd angio-seal device was opened with the same result but was able to hold it together and deploy successfully. Procedure was a peripheral procedure, superficial femoral artery (sfa) occlusion. Estimated blood loss was less 250 cc. The event occurred intra-operative. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 09 nov 2023: the user didn't have difficulty inserting the locator into the hub, just difficulty snapping the two together. The user successfully inserted and locked the locator in the hub but snapping together no. There was no audible click on mating. There was no tactile feedback after mating. The user was unable to mate the locator with the hub after many tries, account said multiple attempts, approximately 5 each time. The locator separated after mating with the hub but not until advancing over the wire. The locator failed to stay in place due to not snapping together. She didn't feel like it was a loose connection. The separation didn't occur when device was in the patient as they held the two together. They tried other angio-seals and on the 3rd one, held the dilator and the sheath together manually.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead tech. A review of the device history record of the product code/lot # combination was conducted with no finding. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.